Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft of the balloon was almost cut. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). An 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced however, could not reach target lesion. As the device was removed, friction was encountered. The physician then removed the device along with the catheter and noticed that the shaft of the balloon was almost cut. The device was exchanged with a 6fr 3.5 convey lbu catheter and a 3x8 nc quantum apex balloon catheter. The procedure was completed. No patient complications reported and the patient's condition is stable.